Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the ventricular lead exhibited post-paced t-wave oversensing. Reprogramming was performed. No adverse consequences were reported.